Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2015, on behalf of the study participant to report that on (B)(6) 2015 the receiver got wet, and on (B)(6) 2015 the receiver was working but had a noticeable blackened mark on the screen that afternoon it stopped working. The study participant had kept the sensor on. On (B)(6) 2015, the receiver started to work again; however, it was off by eight hours. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).